Manufacturer narrative:
The insulin pump was received with stuck in force sensor calibration values corrupted alarm due to software error. We were unable to verify motor error alarm due to alarm anomaly. However, motor passed motor test. Unable to verify external flash error alarm due to constant alarm anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. We were unable to perform the displacement test due to constant alarm anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm and an external flash error alarm. Customer's blood glucose was 276 mg/dl. Device alarmed a force sensor calibration alarm at time of call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.